Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time was 410mg/dl. The nurse states they will be having customer follow up with endocrinologist. No further assistance was provided at this time.